Event description:
Boston scientific received information that during a routine check in clinic, this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. It was also reported the lead was not sensing or pacing. Inappropriate episodes were stored due to noise. It was determined the lead had fractured. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.